Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR: 2134265-2013-08282; 2134265-2013-08285. It was reported that automatic pullback failure occurred. During the procedure, the physician attempted to perform pullback in five times. The mdu5 plus failed to pullback once in five times. No patient complications was reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the mdu-5 plus was received in good condition. The unit passed the functional test and no error messages were observed during the test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of not confirmed was assigned as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR: 2134265-2013-08282; 2134265-2013-08285. It was reported that automatic pullback failure occurred. During the procedure, the physician attempted to perform pullback in five times. The mdu5 plus failed to pullback once in five times. No patient complications was reported and the patient's status is stable.